Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a secondary medication set leaked from the air vent. The event occurred during patient infusion with cisplatin. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : additional information/correction : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.